Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of error code 120.4630. Technical support - tech getting error on 8015 ls unit error code 120.4630 which has to do with the power supply processor charger, will need to replace the board on unit. The customer reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from 03/08/2017 to 09/22/2020 and confirmed that this device was previously returned for servicing. And note that this device has been returned for service 3 times which correlates to the customer reported issue. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device displayed an error message. There was no patient involvement.